Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with mdrs # 1225714-2014-00625 and 1225714-2014-00626.

Event description:
The plaintiff's attorney alleged the pt experienced an unspecified injury on (B)(6) 2011, after use of the product.